Event description:
It was reported that the tip of the instrument broke off during surgery stabilization. The broken tip could not be retrieved and is still in the joint. No other information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The complaint was confirmed, device has a broken tip and a bent shaft. Complainant's event typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.